Event description:
It was reported that the insulin pump alarmed compromised force sensor system. No further information provided.

Manufacturer narrative:
Unable to prime during the prime and compromised force sensor system test due to faulty force sensor. No compromised force sensor system alarm noted. Unable to perform basic occlusion, occlusion, the excessive no delivery test due to compromised force sensor system alarm. Insulin ump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.